Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. One sample was received for evaluation; the sample was received in used conditions without its original package. The sample was visually inspected at a distance of 12" to 24" under normal conditions of illumination. The most probable root causes is production personnel didn't apply adhesive properly on the needle. Production personnel was retrained on the manufacturing procedure to reinforce the correct bonding. Operator of device is unknown. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported from the irish marketplace that a customer returned a safety infusion set because the needle is faulty. The requested information is unknown. No patient injury was reported.